Manufacturer narrative:
MFR ref. No.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system false air-in-line alarms, determined to be caused by a failed ultrasonic sensor. The eval found that the ultrasonic sensor readings were below specification, which is known to make the device more sensitive to false air-in-line alarms. The failed ultrasonic sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device falsely alarmed upstream occlusion. There was no pt involvement.